Event description:
Pt revised for pain. Observed flat area on cup and on the head. There is also a crack on the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.